Manufacturer narrative:
This follow-up submission being send to cross reference MDR 3016438761-2022-00023-00 for likely cause changed on (B)(6) 2021; carbon dioxide reagent, list number 07p72-20 to alinity c processing module, list 03r67-01.

Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= sid (B)(6) and (B)(6). Patient information: no specific patient information was provided. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity carbon dioxide reagent lot number 59601uq04. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity carbon dioxide, lot 59601uq04 was identified.

Event description:
The customer observed falsely elevated carbon dioxide results on alinity c processing module for multiple patients. The results provided were: on (B)(6) 2021 sid 466434 co2=32 mmol/l /repeated=30 mmol/l. On (B)(6) 2021 sid 479538 co2=37 mmol/l/repeated=33 mmol/l. Laboratory normal reference range: 1-4 years= 14 to 24 mmol/l; 5-17 years=17 to 28 mmol/l; 18-60 years=23 to 29 mmol/l; >60 years= 23 to 31 mmol/l there was no reported impact to patient management.